Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the patient was hospitalization in the neurology unit for an unknown reason. During the hospitalization, the patient was catheterized with a silicone foley catheter. When the hospital staff attempted to remove the catheter, the retention balloon would not deflate. A urology consult was obtained. The urologist used saline to "gradually" fill the retention balloon to eighty milliliters, at which time the retention balloon burst and the catheter was "easily removed". The catheter was visually inspected post-removal. The urologist indicated the catheter appeared in tact, with no missing pieces. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information was received. Returned product was received at the manufacturing site on may 15, 2015. Evaluation of this product is no longer required. The product was received and unable to be evaluated. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 9, 2015.

Manufacturer narrative:
A quality complaint investigation was performed. A complaint sample was not received from the customer. The product lot number 410059r001 bearing product reference number (B)(4) was available to assist in record review. Reviewing of assembly work order does not reveal any signs of non-deflation detected during the inspection. Reviewing of the in-process functional test report for dip codes does not reveal any sign of such defect detected during the drainage test. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance to the test method. Trending was performed for date range of (B)(6) 2014 to (B)(6) 2015; brand name type: foley catheters; complaint issue; balloon issues (foley catheters only) . The results of the query identified a total of (B)(4) complaints for this issue. Of the complaint (B)(4) was identified as being associated with icc code: (B)(4). Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on record review there were no sign of significant abnormalities. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on april 24, 2015.